Event description:
The customer reported that there were lines on the image.

Manufacturer narrative:
(B) (4). The ge service rep grid as well as plug for footswitch were replaced. The system operates as intended.